Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device did not power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.